Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse called in to report for the customer of a hospitalization due to high blood glucose levels. The nurse also reported that they could not change the battery because the battery cap was stuck. The customer's blood glucose level was 486 mg/dl at the time of incident. No symptoms were reported. It was unknown if the customer was wearing the device at the time of admission. The cause of the event was unknown. The customer was treated insulin injections. The caller completed troubleshooting for the battery cap and was able to remove it. The customer was to receive a replacement battery cap. The insulin pump was not replaced or returned.